Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient. The patient reported that their device did not work. They stated that it caused they a lot of pain, and numbness in their foot. No further complications were reported or anticipated. Indicated for use is unknown.